Event description:
Case description: investigation results: name: novopen echo, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigational results updated as "no investigation was possible, because neither sample nor batch number was available" -manufacturer's comment updated. -narrative updated accordingly. Manufacturer's comment: 04-may-2020: as the device (novopen echo) has not been returned to novo nordisk a/s for investigation and no batch number is available and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. H3 continued: evaluation summary: name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Ketosis [diabetic ketoacidosis]. Malfunction of the pen and no delivery of the dose [device failure]. Case description: this serious spontaneous regulatory authority case received via ansm (national agency for the safety of medicine and health products), fra from (B)(6) was reported by a health care professional nos as "ketosis (diabetic ketoacidosis)" with an unspecified onset date, "malfunction of the pen and no delivery of the dose (device failure)" with an unspecified onset date, and concerned a child male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy". The patient's height, weight and body mass index (bmi): not reported. Medical history was not provided. On an unknown date, malfunction of the pen and no delivery of the dose was reported. Patient had required hospitalization for ketosis (details: unspecified). Increased in hba1c (glycosylated haemoglobin) was also reported. Batch number of novopen echo was not reported. The outcome for the event "ketosis (diabetic ketoacidosis)" was unknown. The outcome for the event "malfunction of the pen and no delivery of the dose (device failure)" was unknown. References included: reference type: e2b report duplicate. Reference ID#: (B)(4). Reference notes: ansm. Manufacturer preliminary comment: the suspected device (novopen echo) has not been returned to novo nordisk for investigation. No conclusion has been reached on the reported incident.